Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed, by review of photograph. Visual examination of the provided photograph, identified the impactor pad fractured inside the inserter. Device history record (DHR) review was unable to be performed, as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 foreign source: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured instrument was noticed prior to an initial knee procedure. No adverse events have been reported as a result of the malfunction.